Event description:
When removing the sheath at the end of the procedure, it severed halfway through the shaft and migrated into the right ventricular outflow tract. The broken section was able to be snared without any complications to the patient.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath was received for evaluation. The sheath tubing had been torn and stretched into two sections; both sections were returned; the distal section had three additional tears at the proximal end. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath fracture/detachment remains unknown.